Event description:
Pt was started on this dialyzer for the first time. 30 min into treatment, pt complaint of dizziness, light-headedness and blurred vision. Bp was low. Blood was returned with extra saline. Treatment was restarted on an f-80 dialyzer.